Manufacturer narrative:
Date of event: article publication date used. Relationship between guidewire position and medial injury after use of jetstream for calcified femoropopliteal lesion natsumi yanaka 1, yotaro fujii 1, atsuya murai 1, yusuke setonaga 1, yuki kozai 1, toshihiko kishida 1, tomoya fukagawa 1, kohei yamaguchi 1, masafumi mizusawa 1, shigemitsu shirai 1, yohsuke honda 1, masakazu tsutsumi 1, shinsuke mori 1, norihiro kobayashi 1, masahiro yamawaki 1, yoshiaki ito 1 . 1: (B)(6) hospital.

Event description:
It was reported via literature that vessel perforation occurred. From march to november 2023, 13 lesions were treated using a jetstream sc device for calcified femoropopliteal lesions from outside of the calcified nodule. This study revealed the relationship between guidewire position and medial injury after use of jetstream for calcified femoropopliteal lesion. Results were as follows: the rate of medial injury was significantly higher in the opposite side to the nodule group (75% vs. 0%, p=0.014). Conclusions: wire position beside the calcified nodule had less tendency of medial injury.